Event description:
A hopital resresenative reported an infusion pump with a failure code 2k. The hospital respresentative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.